Manufacturer narrative:
This report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. Recall: 3012642695-02/17/21-001-c this is report 3 of 5 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. A field corrective action in the form of an instrument software update was issued to address this lot due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4) and was submitted to support the field corrective action notification. Use of certain test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 3 of 5 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.